Manufacturer narrative:
H3: analysis found that there was a residue consistent with biological contaminants on the device. Visually, there were 2 bends in the probe tip. One was in the brass tube just distal to the black knob / switch; the other was just distal to the brass tube in the stainless-steel tip. The device was aligned with the 2ma position when receive. (The position / setting was not moved from the as received condition) the device would light when touching the probe tip to the grounding needle which indicates it was delivering stimulating current. The device was then functionally tested in the other two position 0.5ma requirement is 0.5ma +/- 0.1ma (0.4ma - 0.6ma), and measures 0.51ma, position 1.0ma requirement is 1.0ma +/- 0.2ma (0.8ma - 1.2ma), and measures 1.03ma to 0ma and position 2.0ma requirement is 2.0ma +/- 0.4ma (1.6ma - 2.4ma), and measures 2.06ma. With only 1 of the 3 positions out of specification, the information most likely indicates the tip was bent in conflict with the instructions for use which damaged the switch and caused the intermittent behavior. H6: additional information suggest that fdm:4114, fdr:3221 and fdc:67 no longer applies to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider reported via manufacturer representative that an attempt was made to stimulate the nerve with the use of the stim but there was no response. The stim was broken. There was no known patient impact reported.